Manufacturer narrative:
Qc was acceptable. Calibration was last performed on (B)(6) 2025, with no issues. No issues were identified during a review of the alarm trace data. The images from the instrument camera were reviewed; the sample appeared to be normal. The issue only occurred with this one patient sample and the ldhi2 test. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for lactate dehydrogenase acc. Ifcc ver.2 (ldhi2) on a cobas c 503 analytical unit. The initial result from line 2 was 175 u/l. The customer used the patient sample for weekly instrument comparison testing, and the result from line 1 was 439 u/l, and the result from line 2 was 348 u/l. The initial result was amended to the repeat result of 348 u/l.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6).